Manufacturer narrative:
At the time of this report the ilet evaluation is still in progress. A follow-up report will be submitted when investigation is completed.

Event description:
On (B)(6) 2025, the user reported a ¿dosing stopped connect cgm or enter bg¿ alert on the ilet. The user did not have access to the mobile ilet or dexcom app, so troubleshooting included toggling between dexcom g6 and g7, restarting the ilet, and entering a manual blood glucose (bg) value of 270 mg/dl. Despite these steps, no cgm readings appeared. The user was advised to contact dexcom for a replacement sensor and apply a new one. The highest blood glucose (bg) recorded was 400 mg/dl. Bg was corrected using a new ilet and multiple daily injections (mdi). The user's symptoms during the event included hand tingling and frequent urination. No medical intervention was reported at the time of call.